Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) of 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. Reprogramming was attempted, however, unsuccessful. The patient underwent an explant procedure. The explanted leads were discarded by the medical facility.